Event description:
A malfunction alarm with code malf 16 was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support planned to replace the pump, with the customer continuing to use the current pump until then.